Manufacturer narrative:
The pod was received with the soft cannula deployed. Fluid path testing found a tear in the exposed portion of the soft cannula, resulting in an external leak. The download data from the pod contained no hazard alarms or drive stalls and contained only a single timeout that corrected itself. The data showed that the pod was delivering insulin until it was deactivated by the user. It could not be determined when this damage to the soft cannula occurred. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was received with the formed needle visible in the exposed portion of the soft cannula and with evidence of blood on the adhesive pad and soft cannula. Opening the pod did not result in the formed needle retracting into the device. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the slide retract and formed needle indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, preventing the formed needle from retracting after deployment. The exposed needle that resulted contributed to the bleeding and bruising reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 323 mg/dl while wearing the pod longer than 48 hours on the abdomen. For treatment, the patient gave a correction bolus. The pod was leaking.